Event description:
Failure to alarm: dressings was not intact and yet there was no alarm on the ez plus.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. The issue reported for the pump was not confirmed, as the device was not received for evaluation. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issues reported within the complaint. Neither a definitive root cause nor a corrective action could be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction, as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.